Event description:
Breast implants almost killed me. Had 36 symptoms that no doctor could determine why. I had chronic headaches, dizziness, nausea, chronic fatigue and severe abdominal pains. I explanted 1 year ago and almost all symptoms are gone. I was in my death bed prior to explanting the toxic implants. Totally criminal to allow this.